Event description:
It was reported that the patient wanted to have their implanted taken out because since it was recharged they had 7 epilepsy seizures and had been to the emergency room (ER) 7 times.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.